Event description:
Resident was being transferred from bed to wheelchair with a floor lift by two staff members. The resident was placed on sling and attached to the lift. The lift was moved and positioned straddling the left leg of the lift. The staff attempted to open the lift legs and lower the lift but it did not respond. The emergency release was used. The lift then tipped to the left side towards the ground. The resident landed on the ground, attached with the sling without the lift/boom touching the resident. Then resident was transported to the emergency room, admitted to ICU for head injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh magog inc. On behalf of the importer (B)(6). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.